Event description:
The pt reported both crystalens implants as being pushed back in the posterior position of the eye. The pt reported having two yag procedures performed on her right eye and one on the left eye. The left eye was corrected to a visual acuity of 20/20. The pt's visual acuity (va) for the right eye after yag procedure is 20/60, it is known if the visual acuity provided is for corrected or uncorrected visual acuity. The pt was prescribed a contact lens for the right eye and was advised to consider refractive surgery for residual refractive error. This report pertains to the pt's left eye. Add'l info has been requested. Reference MDR #2031924-2013-00042 for the intraocular lens in the pt's right eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.